Event description:
It was reported that the device had no capture. Follow-up with the reporter indicated that the clip that holds the ventricular chamber in place was broken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.